Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure poked out of the fallopian tube"), genital haemorrhage ("extreme bleeding") and headache ("headache") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache (seriousness criterion medically significant), back pain ("back pain on the same side"), fatigue ("tiredness") and procedural pain ("left side is super sore, but myt right side is near normal"). The patient was treated with surgery (laparoscopic hysterectomy), surgery (ablation of the uterus) and surgery (widening of left sinus canal). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, headache, back pain, fatigue and procedural pain outcome was unknown. The reporter considered back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache and procedural pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.